Event description:
When the end of the gun is turned two clicks, it kind of cocks it into a "firing mode" setting... Then you push the end button to fire when you want to retrieve the sample. This gun would fire as soon as it was turned and clicked twice, and not sit in that cocked, waiting to fire point.